Event description:
Pt stated pump no longer programmed. Did state kept batteries in while not in use. Pt was not using the pump, was in the process of switching. No lapse in therapy or side effects due to pump malfunction. No other info known. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.